Event description:
The customer stated her meter is off. She felt dizzy and tested her blood on her contour meter. The readings were 34, 90 and 140mg/dl. She had hypoglycemic symptoms of shakiness and then fell down. She drank a glass of milk. The test strips were returned for evaluation. New test strips and were sent to the customer.